Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail. A mitraclip xtw was prepared per the instructions for use (IFU), inserted without issues, and placed on the mitral valve. However, after retracting the actuator knob, during deployment, the clip opened to roughly 45 degrees. It was noted that the clip remained stable on both leaflets. No additional clips were implanted, and the mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.